Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user following trainer guidance announced meals as ¿normal meal¿ and subsequently experienced sustained hyperglycemia, followed by an extended low glucose event overnight. After a subsequent meal announced as ¿normal,¿ another elevated glucose value was observed. The user considered announcing ¿less than meal,¿ and an agent advised against this action while elevating the matter for further guidance. No symptoms were reported in association with the hyperglycemia or the hypoglycemia. The events were self-managed without outside assistance or medical intervention. Investigation activities included complaint handling, troubleshooting, and user education. The investigation revealed an unclear cause for both the hyperglycemia and the low glucose event. There was concern for possible incorrect use of the meal announcement feature and a potential compression-related sensor low; however, no device component malfunction was identified. Based on previously established findings for similar reports, the cause of the event was determined to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.